Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.